Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly) and no evidence of damage was observed. Extended investigation has also been performed for the returned reader and there was no signs of damage or corrosion. The reader self-test and power consumption test were performed and were within specification. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the partial product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during testing or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during testing or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.